Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the device logs confirmed the unit successfully synced with each r wave, and the shock button was pressed but may have not been held. In sync mode, the shock button must be pressed and held to deliver energy. According to zoll r series operator's guide, proper operation requires pressing and holding the illuminated shock button (or simultaneously pressing and holding both paddle shock buttons) until energy is delivered. The log shows a manual 2ooj discharge was completed during the event suggesting the device is able to discharge when the appropriate criteria is met. The device passed all testing, was recertified, and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.